Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed from the 1st firing. The same clips were unformed and were formed in a tear-drop shape. Besides, scissoring occurred. The clip was fed into the jaws properly before the incident occurred. There was no unexpected resistance at the firing. The device was not fired across something hard such as a clip. The device was fired after the incident occurred. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed five scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch record was reviewed and no anomalies were noted during the manufacturing process.